Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted after the patient received inappropriate shock therapy. It was noted the episode showed an artifact that was oversensed, resulting in the shocks. Noise was able to be recreated in all vectors when the patient moved their left arm and when they were laying on their left side. It was noted the device and electrode remained connected at the explant procedure so the connection could be evaluated when the products were returned for laboratory analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted after the patient received inappropriate shock therapy. It was noted the episode showed an artifact that was oversensed, resulting in the shocks. Noise was able to be recreated in all vectors when the patient moved their left arm and when they were laying on their left side. It was noted the device and electrode remained connected at the explant procedure so the connection could be evaluated when the products were returned for laboratory analysis. No additional adverse patient effects were reported. The explanted device and electrode were received and are undergoing laboratory analysis. .

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The s-ICD and electrode were thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination confirmed the s-ICD and electrode were connected upon receipt. The terminal pin of the electrode was visible beyond the sense a connector block and when the electrode was tugged on, it was confirmed to be properly secured within the device header. An x-ray inspection revealed no anomalies. Interrogation of the device noted that upon receipt, it was programmed to the secondary sensing configuration and the shock polarity was reversed. Device memory confirmed an episode was recorded on (B)(6) 2020 where a shock was delivered as a result of oversensed noise. At the time of the shock was delivered, the device was programmed to the primary sensing configuration and the shock polarity was reversed. Next, this s-ICD and electrode were submerged in a saline-filled tank and functionality testing was undertaken. A test signal was applied. Captured s-ecgs were created while manipulating the electrode throughout its length, including near the device header. The recordings were taken with the device programmed to all three vectors. No noise was recreated. The electrode was removed from the device header in order for the products to be tested independently. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.